Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred at 01:00am on (B)(6) 2019. The facts indicate that a user did not complete manual replacement of the reagent in bottle 10 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual when event codes indicating that a protocol could not be run were displayed, because the final concentration threshold for ethanol had been exceeded. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Manufacturer evaluation of the instrument logs showed that event (B)(6) and the associated messaging alerting the user that the final concentration threshold for ethanol had been exceeded and to replace the reagent in bottle 10 was displayed at 23:15pm on (B)(6) 2019 and 21:43pm on 23 august 2019. Event (B)(6) and the following associated messaging: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 10." Subsequently displayed to the user on five (5) occasions between 0:50am and 0:59am on (B)(6) 2019. At 01:00am on (B)(6) 2019, bottle 10 (ethanol was not in contact with the corresponding sensor for approximately five (5) seconds, which is not sufficient time to replace the reagent; and the station properties were reset at 01:00am on (B)(6) 2019, with a user affirming in the instrument software that the ethanol concentration in bottle 10 was to be set to the default concentration of 100%. The properties of the reagent bottle in 10 prior to this user action were: ethanol concentration = 73.7%, cycles =60, cassettes =5200 and days = 36. Although the user affirmed in the instrument software that the ethanol concentration in bottle 10 (ethanol) was to be set to the default value of 100% at 01:00am on (B)(6) 2019, the actual ethanol concentration remained unchanged 73.7% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 10 (ethanol) was used for the final dehydration of the following protocols: the "factory 2hr xylene standard" protocol started in retort a at 21:43pm on (B)(6) 2019 comprising 140 cassettes; and the "factory 2hr xylene standard" protocol started in retort b at 23:29pm on (B)(6) 2019 comprising 159 cassettes, from which sub-optimal tissue processing was identified. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.

Event description:
On 27 august 2019, the following information provided by the complainant was documented by a leica biosystems applications specialist-trainer: "error code 16 and 18, customer replaced 80% ethanol instead of 100%. State of tissue is unknown". On 27 august 2019, the the leica senior applications specialist - core histology, east (fss) visited the customer site in order to investigate the circumstances involved in this complaint and to provide applications support. The fss documented that tissue in 140 cassettes from a two (2) hour protocol executed in retort a on (B)(4) 2019 were "overprocessed"; and tissue in 159 cassettes from a two (2) hour protocol executed in retort b on (B)(4) 2019 were "under-processed". The fss also documented that event codes "16" and "18", which alert the user that a final threshold for the reagent displayed in the associated messaging has been exceeded, were recorded in the instrument logs between (B)(4) 2019; the reagent concentration in a bottle designated for ethanol had been reset to 100% without replacing the reagent; and the quality of tissue processing from a protocol subsequently executed in each of retorts a and b was sub-optimal. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable except for bottle 10. The measured ethanol concentration in bottle 10 was 80% and that calculated by instrument software based on user data input was 99%. The fss instructed the laboratory to replace the reagent in bottles 10 - 14 inclusive and the wax in all wax baths; and to perform processing run in both retort a and b using redundant tissue to confirm that the quality of tissue processing was satisfactory prior to processing further diagnostic samples. The fss also provided user training regarding the significance of event codes "16"; "17"; and "18"; and detailed the requirements for completing reagent replacement in accordance with manufacturer instructions. On 29 august 2019, leica biosystems (B)(4) received information from the senior applications specialist - core histology that all cases involved in this event were diagnosable.